Event description:
Pt reported that one touch ultra meter kept giving an error 2 message. This issue was not resolved with troubleshooting. No adverse event reported. No further clinical info was provided.